Event description:
Hcp reports patient's pump and catheter were explanted at 6 months duration and were not replaced. Patient states "pump not functioning"; specific symptoms not reported. Hcp states the reason for removal was ineffective therapy. The drug used in the pump is not known at this time. Other unknown medications were given to the patient for treatment. Hcp did not troubleshoot the device. The device was returned to the manufacturer for analysis. Additional information has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.